Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. Per the physician's office, the confirmed procedure on (B)(6) 2013 was conducted successfully with no malfunctions. Zeltiq reviewed the system logs for the treatment date and confirmed that no system malfunction occurred during the treatment. Treatment in a patient with a hernia in or adjacent to the treatment site is currently listed as a warning in the coolsculpting user manual. It is zeltiq's policy to be conservative and make this report. A follow-up report will be made to the agency if and when new information is received about this case.

Event description:
On (B)(6) 2013, a female patient received a coolsculpting treatment with the coolmax applicator (8.0) on her abdomen. On (B)(6) 2013, zeltiq was informed that approximately six weeks after the procedure, the patient noticed two bulges, one at her umbilicus and one superior to her umbilicus. The patient consulted two surgeons who stated it was an umbilical hernia. The office reported that the office and the patient were not aware of this hernia prior of treatment. The patient will proceed with surgical repair, making this reportable. Zeltiq is currently unable to determine a causal relationship between the incident and the coolsculpting system.